Event description:
Procedure type: urological/gynecological. According to the reporter: the pt underwent treatment for pelvic organ prolapse. The pt has experienced pain, injury, and has undergone and will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4).